Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a charge failure during opcheck. There was no report of patient involvement.

Event description:
Philips healthcare received a complaint from a customer stating that the device had a charge failure during opcheck. The device was not in use and no user impact was reported.